Manufacturer narrative:
A ge service representative performed an onsite investigation. The power distribution pcb, celeron cpu and was evaluated and associated power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.